Manufacturer narrative:
(B)(4) per follow-up with the ce on (B)(6) 2015: there were no power fluctuations around the time of the event, but the ground fault interrupter (gfi) panel was replaced a few days prior. The unit is always plugged in and the user replaces the batteries every four years. The field service representative (fsr) verified the battery module would not hold a charge and the batteries were past due for replacement (april 2014). The batteries were last replaced by the manufacturer on april 2012. The user facility has since used a 3rd party vendor for performing preventive maintenance (pm). The fsr installed new batteries in the battery module and performed calibration and release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the battery indicator light on the battery module showed low battery (unit was not holding a charge). The device was not changed out, as they used the unit on alternating current (a/c) power. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 22-dec-2015: the director of clinical engineering (ce) stated that after initiation of cpb, it was observed that the green power indicator light was on; however the light for the battery was flashing red, indicating that the back-up batteries were dead. The unit functioned as intended on alternating current (a/c) power, there was no impact on the patient. She also stated that the function of the battery back-up was not tested before the case, and that they have hand cranks and a back-up generator on site. After completing the case, they unplugged the unit from a/c power with the pumps still running, an audible alarm sounded indicating that the batteries were dead and the pumps ceased to operate. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4) - maintenance does not comply to manufacturers recommendations. During the laboratory evaluation, the reported complaint was confirmed. The batteries were received with failing conductance readings, well below the minimum requirement. The conductance readings did not improve after charging, indicating failure to accept full charge. A customer letter was sent informing the customer of proper maintenance per the instruction for use (IFU) operators manual, which states batteries need to be replaced every two years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.